Manufacturer narrative:
The local staff has checked the h900 and the breathing circuit set with our partner and have not reproduced the phenomenon. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: hospital staff complained that 'water level high alarms' have been occurring frequently on the h900 recently. The breathing circuit set used is 260186 and the lots of the breathing circuit set are 1900062946 and 1900062947.